Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 19.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal 20.0 diopter lens. This information suggests that the replacement lens model and diopter may have been an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the lens was explanted in a secondary procedure. The reason for the explant was blurry vision and unhappy with vision. Additional information has been requested and received stating the patient reported that the vision was not crisp or sharp, and had halos. There was no harm to the patient and the symptoms have resolved. The prognosis was excellent. There are two medical device reports associated with this patient. This report is for the left eye.